Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures for sui on (B)(6) 2011 and in (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, disintegration and infection of the mesh, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.